Event description:
A surgeon reported a case of endophthalmitis, observed on a pt's left eye at four days post laser assisted cataract procedure. Reporter indicated the pt had "trace/1+" limbal injection and the cornea had a ground glass appearance. Additionally, fibrin was noted from paracentesis to pupil margin at ten o'clock position, the wound was intact without infiltrate, vertical endothelial folds present, less than five percent hypopyon were present, and no cultures were taken. Reporter also indicated the pt was referred to a retinal specialist, where a full vitrectomy was performed. Pt complained of decreased vision, and no pain or discharge was noted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).